Event description:
It was reported that during a vena cava filter placement procedure, the guide wire coating peeled. The physician advanced the .035 x 180 zipwire hydrophilic guide wire into the intended location and an inferior vena cava filter was placed. When the physician removed the zipwire, it was noted that a 4cm section of the hydrophilic coating was 'hanging off the wire'. The physician noted that the peeled coating was removed intact and that no fragments of the coating detached inside the patient. No patient complications were listed and the patient's status was reported as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)